Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay and the associated kit lot e29606 were performing within specifications. A review of the quality control data confirmed that all controls, both positive and negative, were valid and within their assigned ranges. The quantitation standard (qs) values for the customer¿s runs were consistent with the release data for kit lot e29606, indicating that the customer¿s system was functioning as intended during testing. The observed discrepant results were attributed to either potential contamination during the original testing or low viral loads in the samples, as both CT values were below the 0.5x limit of detection (lod) of the assay. Insufficient sample material prevented further testing to confirm the root cause. No product issues, internal non-conformances, or recent changes related to the customer¿s allegation were identified. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results during the use of the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2020, during batch run number 3444, an individual donor sample (ID (B)(6) generated a hepatitis c virus (hcv) reactive result with a cycle threshold (CT) value of 40.12. In the same batch, a second individual donor sample (ID (B)(6) generated a hepatitis b virus (hbv) reactive result with a CT value of 38.43. Both CT values were below the 0.5x limit of detection (lod) of the assay. In batch run number 3448, both samples were retested and generated non-reactive results. It was confirmed that both results were sampled from the same sample tube. Due to insufficient sample material in the original tube, a third testing was not performed. The serology results for the samples were requested but not provided. Blood was not released.